Manufacturer narrative:
It was determined via email that, "whilst screwing in the locking screw the tip was solved," describes the tulip head disengaging from the screw body. Add'l info has been requested and, if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Dr. (B)(6), surgeon of the hospital, reported to our sales rep, (B)(4), that during a surgery he observed that whilst screwing in the locking screw the tip was solved.